Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. Block d10: UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not available for return therefore physical analysis could not be performed. Review of images provided did not show enough evidence to confirm alleged issue. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection, urinary tract was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient believed the ins caused utis as well as bladder and rectal prolapse. The patient was informed that the ins does not cause those conditions and that they may have occurred for unrelated reasons. The patient underwent explant surgery on (B)(6) 2025. The patient has been doing well following device removal. The patient believed the device was causing urinary tract infections, bowel issues, and a bladder drop; however, these concerns were not confirmed by the physician. There were no further complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead:(B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient believed the ins caused utis as well as bladder and rectal prolapse. The patient was informed that the ins does not cause those conditions and that they may have occurred for unrelated reasons. The patient underwent explant surgery on (B)(6) 2025. The patient has been doing well following device removal. The patient believed the device was causing urinary tract infections, bowel issues, and a bladder drop; however, these concerns were not confirmed by the physician. There were no further complications reported.